Event description:
It was reported in a hospital implant registration form that the patient developed an infection. Tee study showed thickened cied leads with chronic thrombus/vegetation attached to one of the leads at the level of the right atrium. The entire pacemaker system including the right atrial (ra) lead was removed. The patient was in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".